Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. Product ID: 3057, product type: screening device. (B)(4).

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient reported their back pain is almost gone and their urine is darker. They also stated leads kept changing on their own. A day later, patient reports back pain and, "it feels like someone kicked [the patient] in the kidneys." No further patient complications have been reported as a result of this event.